Manufacturer narrative:
H6. Investigation findings: 3251. Investigation conclusion: 61. H10. Device evaluation: review of the device history record was performed. Pn 17140 ln 8729901 was manufactured to drawing rev k. Qty 40 were inspected by qc on 03/02/2021. During inspection, it was noted the devices had two non-conformances related to the ¼" square: 1) 24.14±0.12mm measured 26.32-26.339mm. 2) r2±0.07 measured 2.097 to 2.176mm. Both non-conformances were addressed under ncmr-008852. Quality engineering deemed the devices as use as is. The nonconformance had no impact on existing inputs and does not affect the fit or function of the device. The device arrived assembled with all components. Visual inspection confirmed that the distal tip of the shank driver is missing and appeared to have been sheared off. The report indicates that the user was attempting to drive a screw (screw size undefined) at the time of fracture. There was no comment on the quality of bone in which the screw was being inserted into. The device was subjected to a torsional load greater than the design intent which resulted in shear failure of the hexalobe tip. The root cause is user error, damage based on the incident description and review of the returned device in which the instrument failed to excess torque due to unintended use or application.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
The tip of the driver snapped off into screw during insertion. No patient injury reported.